Manufacturer narrative:
. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: the angio-seal device was used according to the procedure. When the device was withdrawn to deploy the collagen, the anchor was not positioned against the vessel wall. This caused the device to come back into the insertion sheath. Prior to this occurrence, backflow of blood had been observed, and the insertion sheath was properly positioned in the artery. Upon observing the removed device (the device/sheath assembly), it was confirmed that the device handle was in the full rear position. However, the anchor was not exposed from the insertion sheath. The device was not used, and manual compression was applied for thirty (30) minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. Estimated blood loss was less than 250cc. The procedure before deploying the device was ablation. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 6 mm. No equipment or other devices were used with the angio-seal.